Event description:
A surgeon reports that a pt has poor visual acuity following intraocular lens (iol) implant surgery due to scratches on the lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. This report was mailed to FDA on: 04/04/2008.